Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call high blood glucose levels and issues with the insulin pump. Customer's blood glucose level was 403 mg/dl. Customer advised they felt sick, had been placed on antibiotics, ate honey and lime which resulted in high blood glucose levels. Customer changed out their infusion set and treated their high blood glucose via insulin pump. Customer was assisted with programming the insulin pump and fixed prime.